Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported with a code displayed as "malf 0." There was no adverse impact to the customer's blood glucose level. Customer support provided assistance with resetting the pump, and after resetting, the malfunction code did not reoccur. The customer continued to use the pump for insulin therapy.